Event description:
During a ptca procedure, resistance was encountered during advancement of the maverick2 balloon catheter over the guide wire. The balloon catheter and guide wire were removed as one without incident. No patient injuries or complications were reported.